Event description:
I've been using fixodent since I have had false teeth at the age (B)(6). I do not know if it caused my neuropathy but was diagnosed around (B)(6) 2010. I phoned dr. (B)(6) office and asked the receptionist if I had been tested for copper or zinc. She said no, so I had my regular physician test me. Dose or amount: denture creme. Frequency: once daily. Route: oral. Dates of use: over 20 years. Diagnosis or reason for use: unk. Event abated after use: no.